Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 86% stenosed, 46mm x 2.4mm, eccentric, restenotic target lesion containing a <=45 degrees bend was located in the mildly tortuous and severely calcified distal right coronary artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and when removed the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.